Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Manufacturers ref#(B)(4). Complaint device was changed from a esbe-30-80-t-pf to a gzsd-36-164-2 during the investigation. No similar device is marketed in us for gzsd-36-164-2. Therefore event is no longer reportable in us. This report is required by the FDA under 21cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). G1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. G5) similar to device under PMA/510(k) p070016. H6) device code: 3191 - no code available for stent graft induced new entry. Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Description of event according to initial reporter: on (B)(6) 2019 the patient underwent tevar to treat a malperfusion due to an acute type b dissection. Zteg-2p-30-140-pf-d, esbe-30-80-t-pf-d, gzsd-36-164-2 and gzsd-36-164-2 were placed in this order from the proximal side. Zteg-2p-30-140-pf-d and esbe-30-80-t-pf-d were used because the procedure was performed urgently and there are no zteg-2p-30-200-pf-d in their stock. After the procedure, the patient became better but on (B)(6) 2019 follow-up CT scan was performed and sine (stent graft induced new entry) was confirmed in the distal end of the esbe-30-80-t-pf-d. Patient outcome: additional stent graft will be placed on (B)(6) 2019.

Manufacturer narrative:
Manufacturers ref# (B)(4). Investigation is still in progress. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information received on 12jun2019: at first, additional procedure was planned on (B)(6) 2019 but postponed to (B)(6) 2019. On (B)(6) 2019 additional tevar was performed to treat the sine. Zteg-2pt-34-24-159-pf/lot e3554515 was placed around where the sine occurred. After the procedure, the disappearance of the sine was confirmed. There have been no adverse effects to the patient reported.